Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse was not able to confirm error because analyzer was down with a checksum error and could not reproduce errors because the analyzer would not power up. Fse resolved the complaint by replacing the main board. Fse validated the analyzer by successfully performing qc run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 training manual under section 7-1: list of error messages states the following: [2011] air detected [sample] is generated when there is no contact with the liquid surface after sample suction. The operator is instructed to contact the service department. [4017] spec. Sy clog detected occurs when a specimen clog was detected. The item is not assayed; the operator is instructed to repeat assay. The most probable cause of the reported event is due to failure of the main board.

Event description:
A customer reported getting error message "2011 air detected [sample]" while drawing sample on the aia-360 analyzer. The customer confirmed the sample nozzle was not bent. The customer also reported error message "4017 specimen syringe clog detected" occurred while attempting a quality control (qc) run using a sample cup. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), luteinizing hormone (lhii), beta human chorionic gonadotropin (bhcg) and progesterone (progiii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.